Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided.

Event description:
It was reported that during multiple shoulder arthroscopy and rotator cuff procedures, the cannulas fractured. The events occurred on unknown dates over the span of five years and involved different patients for each procedure. The procedures were completed with another cannula without delay.